Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU sections which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. -inspection of the spray valve function. (A)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient air to clear water from objective lens. The issue was found during preparation for use for an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem, of insufficient air to clear water from objective lens, was unable to be confirmed. The device evaluation found that the nozzle had foreign material. In addition the device evaluation found that bending angle in up direction did not meet the standard value and the movement of up/down knob was out of the specification and scratches. Wear and scratches were found on the lock engagement lever, the friction plate was deteriorated and the bending section cover was discolored and damaged. It was also found that the objective lens has discoloration, the light guide cover glass had a scratch and the scope connector cover had a scratch. The scope cover and universal cord were also scratched. Scratches were also found on the image guide protector, zoom lever, grip, switch box, switches, control unit, left/right knob, forceps elevator, forceps elevator knob, and connecting tube. The control unit and connecting tube were found to have discoloration. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponge. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.